Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034-2017-11483. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address dislocation. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.